Event description:
It was reported that during a lavh, when the instrument was fired, the staple was partially formed. The other staples remained in the cartridge. There was no adverse patient consequence.